Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the maxzero leaked lipids, patient was an infant. Although requested, no further information has been received.

Manufacturer narrative:
The customer¿s report that the maxzero leaked was confirmed. Visual inspection under magnification revealed a microchannel on the interior wall of the leaking maxzero connector. Functional testing confirmed the customer¿s report. The cause of the leak is a microchannel found on the interior wall of the leaking maxzero component. The root cause of the microchannel that creates a fluid path is a manufacturing issue.

Event description:
The customer reported that the maxzero leaked lipids, patient was an infant. Although requested, no further information has been received.